Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (seroma), (unknown cause of event); evaluation, conclusion: (unknown cause of event), known inherent risk of a procedure (seroma).

Event description:
An endurant stent graft (right side) was implanted for the endovascular treatment of a 5.3 cm aortic aneurysm. The aortic neck was 22 mm in diameter and 14 mm long. The distal aorta was 30 mm in diameter. The iliac arteries were 15mm in diameter and had moderate tortuosity with 5% stenosis and 10% mural thrombus/calcification. The right and left femorals were 9 mm in diameter. The infrarenal angle of 30 degree. It was reported that 29 days post implant, the patient had a right groin seroma. No action was taken to treat the seroma and the event resolved. The investigator assessed this event as not device but procedure related. No clinical sequelae were reported and the patient is fine.